Event description:
Meter name: one touch profile. Strip name: one touch. Meter code: strip code: ni on either. Notes state coded correctly. Strip storage: ni. Symptoms: none. A pt reported they were experiencing not ok message, redo check, and inaccurate high blood glucose of 210 and 270. Qc tests failed. Strips and control expired. No treatment. No further info has been reported.